Manufacturer narrative:
Sections have been updated to reflect additional information received for this reported event. The complaint device is unavailable for investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to established procedures and a device is not released if it does not meet requirements or is nonconforming. The system level review of the cycler's concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A registered nurse (rn) reported a peritoneal dialysis (pd) patient was hospitalized for recurrent peritonitis. The exact date of the event was unknown. The patient's pd catheter was removed and he transitioned to hemodialysis and was discharged. No further details were provided. Medical records have been requested.